Event description:
Rti surgical, inc. D/b/a/ evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, received additional information that indicated the following: the patient underwent a bone augmentation procedure on (B)(6) 2022. A tooth implant, copios pericardium membrane and an unknown graft were implanted at tooth site #23. The patient returned for follow-up on (B)(6) 2023. Upon examination, the tooth implant was noted to be uncovered and osseointegration had failed. The loose implant was removed. The copios membrane had resorbed. To date, no additional information has been provided to evergen for review.

Manufacturer narrative:
Tutogen conducted a batch documentation review for serial ID (B)(6) manufactured from lot nza18490072. Batch documentation review indicated that serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. No departures from standard operating procedures were noted during the re-review for lot nza18490072. Tutogen has manufactured and distributed 72 copios® pericardium membranes from lot nza18490072 without related complaints. There are 4 related complaints associated with the dentist. According to the reporter's case description, the copios membrane absorbed too fast resulting in insufficient bone regeneration. A batch documentation review confirmed that no issues occurred during the production of the copios pericardium membrane. Failure of an implant to incorporate into surrounding tissues may be the result of decreased blood supply, infection, medications (e.g. Steroids), adjunct hardware or implants. It is more plausible that the patient's surgical outcome was associated with a source or event extrinsic to the copios pericardium membrane.

Manufacturer narrative:
Investigation is in process. A follow-up report will be submitted upon completion.

Event description:
On 11/28/2024, rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint from a dentist in spain that indicated the following: the reported complaint indicated that the dentist noticed that when he used copios pericardium membrane he doesn't achieve bone regeneration and almost all of the bone is lost because the membrane effect is too short. When he uses other membranes from other companies, he doesn't have any issues, and the bone regeneration is successful. Tooth location #23. The graft performed simultaneously with implant placement. The graft was implanted on (B)(6) 2022, and explanted on (B)(6) 2023. To date, no additional information has been provided to rti for review.